Manufacturer narrative:
No product being returned for eval. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt experienced his bg's (450mg/dl).